Event description:
Crohns symptoms exacerbation [crohn's disease aggravated]. Case description: this case was reported by a consumer via (B)(4), interactive digital media and described the occurrence of crohn's disease aggravated in a female pt who received glucose oxidase, lactoferrin, lactoperoxidase, lysozyme (biotene oral rinse) unk for an unk indication. Concurrent medical conditions included crohn's disease. On an unk date, the pt started biotene oral rinse (dental at an unk dose and frequency. On an unk date, an unk time after starting biotene oral rinse, the pt experienced crohn's disease aggravated (serious criteria gsk medically significant). The action taken with biotene oral rinse was unk. On an unk date, the outcome of the crohn's disease aggravated was unk. It was unk if the reporter considered the crohn's disease aggravated to be related to biotene oral rinse. Add'l details: the consumer posted, "I learned the hard way that people with digestive diseases, such as crohns disease should not use your products. Xylitol exacerbates crohns symptoms".